Event description:
It was reported that a pt died in his sleep. The pt was not examined by a medical examiner as it was determined that the pt died of natural causes. Info received to date indicates that the pt was buried with his device intact. Review of pt's programming history that was available in the in-house database showed the device was functioning properly and was not at end of service. Good faith attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
(See scanned page).